Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the following: there is appearance of halt at the base of the leaflet(s) and no obvious calcification. The team is unable to reliably comment upon leaflet mobility. The complaint for leaflet thickened/halt was confirmed based on the evaluation of provided imagery while the complaint for increased gradients was unable to be confirmed due to unavailability of relevant imagery or medical records. A review of the DHR or lot history was unable to be performed due to unavailability of the valve serial number to determine if a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the IFU, leaflet thickening is a potential adverse event associated with the use of valve. Patient factors can affect leaflets to thicken. As per information received, the patient has a past medical history of hypercholesterolemia, which is a well-known risk factor for bioprosthetic valve calcification/stenosis. As such, available information suggests that patient factors (hypercholesterolemia) may have contributed to the complaint event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant symptoms results, it may require intervention. In this case, an increased gradients could potentially contributed by sub-optimal function of leaflets due to leaflet thickening as reported. As such, available information suggests that patient factors (leaflet thickening) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from germany, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position. 3 years and 2 months after the implant, patient was hospitalized with heart failure nhya iii and reduced quality of life due to increased gradients (32mmhg) with hint of halt. Post-tavi gradients were 10 mmhg which increased to 18mmhg 9 months after the implantation. 3 months before the hospitalization (3 years after the valve implantation), patient presented with mean gradients of 33mmhg and was prescribed anticoagulation. After 3 months of anticoagulates, there gradient was not reduced (current gradients 32mmhg). A valve-in-valve is planned but not yet performed due to patient conditions.